Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-oct-02 reported the cause of the fluid buildup at the lumbar site was due to a leak of cerebrospinal fluid along the catheter. It was noted there was a leak at the dural in section/incision site. The patient was extremely thin and there was no fat in the epidural space. The spinal catheter was removed and the pump segment was left in place. A lumbar drain was placed. It was noted that the catheter was not yet replaced and will not be returned for analysis. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6)2017, product type: catheter. Initial reporter phone number extension: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6)2017 an MRI tech was calling for MRI compatibility guidelines. Per the MRI tech she did not have details but mentioned that the patient¿s pump was non-functional at this point as the catheter was removed and a lumbar drain was inserted on (B)(6)2017. She thought the catheter was bent and also stated that there was a note mentioning fluid build-up when talking about the lumbar drain. No further patient complications have been reported as a result of this event